Event description:
It was reported that a small volume folfusor did not flow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection verified the reported no flow in the device. Microscopic inspection revealed that the direct cause of the no flow problem was crystallized drug blocking the fluid path. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA is open to address this issue. Should additional relevant information become available, a supplemental report will be submitted.